Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 600mg/dl with no signs or symptoms of hyperglycemia after two boluses were not delivered as programmed. The patient's bg was reportedly corrected by syringe. The reporter stated that the boluses were programmed through the meter remote but did not show in the pump's bolus history nor were they accounted for in the insulin on board calculation. The reporter stated that there was one "rf communication" error today. The pump and meter remote were not available for troubleshooting at the time of initial contact. Customer technical support made multiple attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia after boluses did not deliver as programmed.